Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the mid lad with mild tortuosity, mild calcification, and 90% stenosis. After crossing the guide wire, the 2.0 x 20 mm voyager was delivered to be pre-dilated; however, it ruptured at the first inflation at 6 atm. A new voyager was delivered, inflated, and the stent was deployed. The procedure was completed. There were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Balloon rupture can be affected by numerous factors including, but not limited to, manufacturing, damage to the balloon material, such as scratch, pinhole occurred during the procedure, result from an interaction with pt anatomy and/or interaction with accessories. The case details described a mild tortuous, mild calcified lesion, which may have contributed to the damage or weaken the balloon material. The damage to the balloon was likely to have happened during the procedure, as no damage was noted during the preparation prior to use; however, without device to examine, a conclusive root cause could not be determined.